Manufacturer narrative:
Additional information: section b.3, d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient has reportedly recovered. The device was discarded and will not be returned to the company for analysis. A review of the device history record was performed and rework was noted on the silicone coating at the seam weld. This is not believed to be related to the complaint reason. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.